Event description:
It was reported that during a da vinci-assisted surgical procedure, that the monopolar curved scissors (mcs) tip was melted. The intuitive technical service engineer (tse) asked the customer what energy platform was used. The customer stated that it wasn't erbe. There was no error in the log. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument's tip was melted. The melted part was approximately 2mm long. There was no abnormality found during the operation and the tip was found melted during central processing. Prior to reprocessing, the msc was not found to be damaged. There was no instrument collision and no arcing observed. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found that the hospital used an ft10 generator. The energy excitation was tested with the engineer's test instrument and the issue could not be reproduced. There was no fault found in the error log. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. Failure analysis confirmed that one of the blades was melted at the tip. Review of the provided image is consistent with the melted tip.

Manufacturer narrative:
The monopolar curved scissors instrument was further investigated by the failure analysis engineering (fae) team. The fae simulated the issue by intentionally energizing an in-house instrument with the highest settings on the metal wrist of another instrument. The in-house instrument blade tip similarly became melted. The reported issue was replicated.